Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-jul-2022, UDI #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had fallen, had an impedance issue, and that the lead had migrated. The issues were resolved with the implanted when the ins was replaced. Follow up information received from the manufacturer¿s representative on feb. 26, 2019 reported that the patient had high impedances and that the lead was replaced as a result. There were no further complications reported or anticipated.